Manufacturer narrative:
An event regarding initial loosening of a tritanium acetabular revision shell involving a restoration screw was reported. Conclusion: based on the provided information it has been determined that this event is associated with user error, as the surgeon used bone cancellous screws, which are warned against using in the surgical protocol. As there was no indication the restoration screw was used in error, the device in question did not contribute to the event.

Event description:
During her stay in the hospital patient dislocated her hip again and the force caused the cup to partially pull out of the acetabulum. Cup had pulled a few screws out with it. Surgeon scheduled her for a revision on (B)(6). Upon removal of the cup the doctor noticed that he put two different types of screws in the cup. The tritanium revision cup calls for 2080-xxxx screws to be used. Surgeon had implanted 2080-xxxx and 2030-xxxx and he believes the 2030-xxxx were on the side that pulled out. We went on with the revision and put a new larger cup in along with all 2080-xxxx along with wedge augments and restoration gap 2 acetabular shell. Doctor said the patient is stable in the hip and is doing good.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
During her stay in the hospital patient dislocated her hip again and the force caused the cup to partially pull out of the acetabulum. Cup had pulled a few screws out with it. Surgeon scheduled her for a revision on monday night (B)(6). Upon removal of the cup the doctor noticed that he put two different types of screws in the cup. The tritanium revision cup calls for 2080-xxxx screws to be used. Surgeon had implanted 2080-xxxx and 2030-xxxx and he believes the 2030-xxxx were on the side that pulled out. We went on with the revision and put a new larger cup in along with all 2080-xxxx along with wedge augments and restoration gap 2 acetabular shell. Doctor said the patient is stable in the hip and is doing good.